Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the pacemaker exhibited battery impedance issue and was in back up mode. The pacemaker was explanted and replaced on (b)(6) 2026. There were no patient consequences.